Manufacturer narrative:
The investigation has determined that higher than expected intact pth (ipth) results were obtained when a cap proficiency sample and biorad qc fluids were processed using vitros ipth lot 1741 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical results from qc testing indicated acceptable vitros ipth lot 1741 performance leading up to the event and vitros ipth lot 1741 results from qc testing were acceptable following the event, therefore a vitros ipth lot 1741 reagent issue is an unlikely contributor to the higher than expected results. Additionally, ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth lot 1741. No diagnostic precision testing was conducted on the vitros 5600 integrated system. Therefore, instrument related issues cannot be ruled out as a contributor to the event. No information was provided in relation to the pre-analytical handing of the cap proficiency samples or the biorad qcs, therefore, improper pre-analytical handling cannot be ruled out as a contributor to the higher than expected vitros ipth results. A suboptimal calibration (cal ID 5960) cannot be ruled out as a contributor to the event as the calibration responses from calibrator 2 and calibrator 3 were lower than fitted which appears to be a driver for the higher than predicted vitros ipth results (pg/ml). However, the cause of the suboptimal calibration was not determined. Analysis of e-connectivity showed the higher than expected vitros ipth results were obtained from two different calibration curves and from two different reagent packs for vitros ipth lot 1741. Therefore, the higher than expected results cannot be attributed to a single calibration curve or a single reagent pack.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected intact pth (ipth) results were obtained when a cap proficiency sample and biorad qc fluids were processed using vitros ipth lot 1741 on a vitros 5600 integrated system. Cap sample ing-01, result of 31.35 pg/ml versus the cap mean result of 22.09 pg/ml biorad lot 64951, results of 32.52, 34.11, 32.88, 33.33 and 35.84 versus the baseline mean result of 25.0 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained when the customer was processing non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602383.